Manufacturer narrative:
This report is submitted on october 31, 2023.

Event description:
Per the surgeon, the patient experienced poor performance with the device. The device was incorrectly placed at the initial implantation. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 04, 2023.